Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown, unknown mom head, unknown. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00924.

Event description:
It has been reported by the patient's legal counsel that the patient underwent an initial hip procedure. Subsequently, the patient was revised due to metallosis and the mechanical release of the former prosthesis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.